Manufacturer narrative:
Additional information was received reporting that the intraocular lens implanted in the patient's right eye had been explanted. The date of explant was not provided. The serial number of the explanted lens from the right eye, was not provided, is unknown. As the serial number of the explanted lens is not known, supplemental reports for both implanted lenses are being submitted. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: if explanted; give date: na (not applicable) at this time, the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient isn't able to tolerate the multifocal lens implant. Patient had two multifocal lenses implanted and both lenses will be explanted. No further information was provided. This MDR represents the first of two reports for this patient.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 11/30/2016 device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. The product was received in a daisy wheel. Visual inspection was performed and the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The lens issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.